Manufacturer narrative:
All buttons functioning properly. However, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was tested with no constant tone noted during testing. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that after allowing insulin pump to rest for 2 hours due to constant tone, buttons became unresponsive. Customer's blood glucose was 127 mg/dl. Customer was advised that insulin pump would need to be replaced.